Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with an epithelial ingrowth in the right eye approximately two weeks following a laser vision correction treatment. The flap was lifted and the epithelial ingrowth was removed. The patient did not have any loss of best corrected visual acuity.

Event description:
The clinic reported that a laser vision correction patient presented with an epithelial ingrowth in the right eye just over three weeks following a laser vision correction treatment. The flap was lifted and the epithelial ingrowth was removed. The patient did not have any loss of best corrected visual acuity.

Manufacturer narrative:
The clinic reported that a laser vision correction patient presented with an epithelial ingrowth in the right eye just over three weeks following a laser vision correction treatment. The flap was lifted and the epithelial ingrowth was removed. The patient did not have any loss of best corrected visual acuity. Placeholder.